Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastic pack¿ / bd lord's¿ insulin syringe with needle had a deformed stopper.

Event description:
It was reported that a bd plastic pack¿ / bd lord's¿ insulin syringe with needle had a deformed stopper.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 8029867. Customer states that the stopper was deformed. The returned syringe was examined and exhibited a deformed stopper in the barrel. (B)(4) has been opened to address this issue. Sample will be forwarded to manufacturing (holdrege) on 21nov2018 for further review. On 26nov2018, holdrege received one (1) 0.3ml, 8mm, 30g syringe in an opened polybag from batch # 8029867. All samples are decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon review by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was cycle tested and significant force was required to move the plunger rod/stopper within the syringe barrel. Additionally, the plunger rod/stopper were disassembled from the remainder of the device and the stopper was noted to retain the deformed configuration, as noted within the fully assembled insulin syringe. Due to the increased resistance noted during cycle testing and the deformity of the stopper, probable root cause is likely insufficient silicone within the barrel during manufacturing. When this occurs, the stopper may become 'smeared' as the plunger rod/stopper are assembled into the syringe barrel. A review of the device history record was completed for batch# 8029867. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200738219] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for stopper damaged/deformed on lot # 8029867. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.